Event description:
Event description guidant received information that prior to implant, this cardioverter defibrillator (ICD), was unable to be interrogated through the box or inside packaging. The correct software was on the programmer. A magnet was not available for additional testing.